Event description:
Boston scientific (bsc) cardiac rhythm management received information that this lead was implanted in the right ventricle yesterday. Today, the pacing system was checked. There was inappropriate sensing and pacing spikes all over the place. It was concluded that the lead had dislodged.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.